Event description:
It was reported that a breakage in the distal tip of the catheter occurred. The 99% stenosed target lesion was located in the moderately calcified proximal end of the left anterior descending coronary artery. During a percutaneous coronary intervention, an opticross was advanced to view the lesion. Upon advancing the opticross, the physician felt resistance. A break in the distal tip of the catheter was observed on angiogram. No complete separation was noted as part of the tip remained connected to the device. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).